Event description:
Customer reports that he rec'd results of 137 mg/dl, 281 mg/dl, and 181 mg/dl on the same device within 3 minutes. Based on the result of 137 mg/dl, customer took his normal amount of insulin. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.